Event description:
The caller stated he was advised a doctor that a patient had used a shiley tracheostomy tube that ruptured. The caller stated he did not know any of the circumstances regarding this situation, as the doctor had only told him to report the failure.

Manufacturer narrative:
The tube was discarded or lost, and therefore, not available for failure investigation. The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number.